Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years the pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that on (B)(6) 2017 at 6:45am, while at the hospital, the patient developed a slight headache. At the time the patient was fully alert, responsive and had no neuro issues. The patient was given tylenol 650 mg by mouth. Approximately an hour later, the patient was reported to be in atrial fibrillation with rapid ventrilcular response and had a mean arterial pressure of 100 mmhg. The patient was treated with metoprolol which was previously held due to hypotension. It was reported that the patient appeared slower to respond, had increasing fatigue, and appeared mildly short of breath. Eventually, the patient became unresponsive and was intubated due to airway compromise. A CT scan revealed a large bleed with a midline shift. Neuro-surgery was consulted and the patient was deemed not a surgical candidate due to the nature of the head bleed. The patient was given mannitol and inr was reversed with vitamin k. The patient's family met with palliative care and decision was made to withdraw care. The lvad was disconnected and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.